Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was not returned. Visual analysis showed no conductor distortion or insulation breach was observed. There was only blood visible in distal end-20 cm of the lead. The sample of attain gwr 419478 was used to perform insertion test, it passed the lead tip nose but couldn¿t go any further at 72 cm from the is-4 pin, by back loading. By front loading, the guidewire was passed the is-4 pin but stopped at the same spot as back loading at 72 cm from the is-4 pin. Once the blood was cleared by using the water to soften the blood, by back loading and front loading, the guidewire was successfully inserted into the lead lumen. It is possible that dried blood coil lumen may have caused or contributed to the insertion difficulty experienced during the implant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the guidewire was not able to go down the left ventricular (lv) lead. It was suspected that the inner lumen of the lv lead was damaged. The lv lead was not used. There was no patient involvement.